Event description:
A site in (B)(6) reported that a patient received treatment for tattoo removal and responded with blisters on the treated area. The blisters were reported 24 hours post treatment and were reported to appear on the treated areas of the tattoo that had blue ink.

Manufacturer narrative:
The product was installed at the user site (B)(4) 2012. There have been no clinical complaints regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2012 with no issues found. The treatment parameters reportedly used by the operator were within the parameters as recommended by candela's treatment guidelines. Upon review by the candela clinical manager, it was suggested that the blisters were likely due to an allergic response to the treatment. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specifications.